Event description:
It was reported to the MFR, by facility, per facility, the pt was leaning over the side of the bed, reaching for something when the pt and bed both tipped completely over. Facility called ems to assist picking the resident up off the floor. The pt tends to have all her weight on one side and then leans over the bed. Pt was experiencing body, neck, and leg pain. Precautionary radiographs revealed no broken bones. Device was inspected and is in use. No device deficiency claimed. F/u revealed the pt is uninjured. The device is rated for 500 lbs. The pt weighs (B)(6) and the mattress weighs 35 lbs. Page 2 of the user manual specifically states: "bed safe working load is 500 pounds. This is total weight counting resident/pt, mattress, bedding accessories and any other equipment or persons likely to be on bed". Facility stated pt will be moved to a bed that is more appropriate for the weight requirements. (B)(4).